Event description:
It was reported that during a device change out procedure, the pulse generator exhibited backup vvi operation. When the device was removed from the pocket there was a period of asystole before the new device was connected. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
(B)(4).